Event description:
Reporter alleged obtaining a discrepant blood glucose result of 12 mg/dl back to back with a result of 159 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter stated that at another time, a result of 10 mg/dl was obtained within 10 minutes of a 114 mg/dl result on the same system. Reporter stated at another time still, another result of 17 mg/dl was obtained back to back within 10 minutes of a 164 mg/dl result on the same system. Reporter stated that he took his normal medications after obtained the last two sets of comparisons. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.